Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08725 inches. No under delivery anomaly or over delivery anomaly noted. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device powered up properly after the test battery was installed. Device was monitored for 2 days, no blank display noted. The low reservoir alarm was set to 20.0 units. The low reservoir alarm function properly when there was 20.0 devices remaining in the status screen. Device uploaded properly using care link. No moisture damage noted in the reservoir compartment, on the electronic assembly or on the motor. Device had cracked battery tube threads and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were taken to emergency room by emergency medical services due to high blood glucose level on (B)(6) 2020 with the blood glucose level of over 600 mg/dl. Customer stated that the insulin pump was not working. Customer experienced symptom such as vomiting for several times and blood glucose level went to 191 mg/dl. Customer also went in coma and fall asleep and then treated with intravenous injection. Customer was using insulin pump system within 48 hours of reported event. Customer also tried for bolus to treat high blood glucose. Customer was treated with insulin shots. Customer did not allege that the insulin pump was under delivering. The insulin pump will be returned for analysis.